Manufacturer narrative:
(B)(4). The oxygenator was returned and was investigated in the complaints laboratory of the manufacturer the product was primed with saline solution. During visual inspection it was detected that the gas inlet is damaged probably from pulling off a gas tube. The product was rinsed with water and will be forwarded to the qa lab for further testing. The product was tested with bovine blood in the laboratory of the manufacturer for its heat exchanger performance min. 0,50 at max blood flow at 10l/min water flow. The product was operating according to the acceptance criteria and therefore passed the test successfully. Thus the reported failure could not be confirmed. The failure was determined to be the first of its kind and is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not yet received. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received.

Event description:
Customer's request: the detail investigation particularly for the heat exchange performance including the cause of the gap on heat exchange coefficient between cooling and re-warming as well as the overall investigation on the device in question. After the extracorporeal circulation was started, the customer noticed the poor performance of tracking the temperature of the heater-cooler unit at re-warming. They did not find it at cooling. According to the extracorporeal circulation data during the use of the device, the average of the heat exchange coefficient at cooling was 0.67, however, it was 0.52 at re-warming: the gap between both values was observed. The blood flow volume at cooling was 4.67l/min average, and 4.68l/min average at re-warming; it was almost the same volume -no adverse effects on the patient (B)(4).